Event description:
It was reported that the right ventricular (rv) lead had a lead impedance warning and a number of 5 short v-v interval counts. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).